Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes."

Event description:
Patient reported left side "swollen lymph nodes which is getting worse and worse." Patient additionally reported "breast implant illness;" this event is not device related. Device remains implanted.